Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep observed that there was moisture in the pneumatics. He purged the excessive moisture as per the service manual. When the iabp was being tested to factory specifications and while performing the leak test, the unit failed the safety disk leak test. The company rep replaced the male luer lock fitting (part number 0103-00-0398-01). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The part replaced was requested to be sent to the mfg facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, they observed moisture in the extension tubing. The pt was switched to another iabp and therapy was continued. No pt injury was reported.